Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had to change battery of pump very frequently and pump received low battery alarm or short battery life. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test, active current measurement and failed high sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 06/03/2025 10:24:00.000, 06/03/2025 10:49:28.000. Battery cycle 15.0 received the lowbatteryalert (104) on 06/03/2025 10:24:00 after more than 7 days at 12.15 days. Battery cycle 14.0 received the lowbatteryalert (104) on 05/22/2025 06:33:00 after more than 7 days at 12.86 days. Battery cycle 13.0 received the lowbatteryalert (104) on 05/09/2025 08:08:00 after more than 7 days at 12.75 days. With reference to the baat tool instructions, the customer experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.